Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to severe mixed urinary incontinence, and to rule out interstitial cystitis; concurrent procedures: cystoscopy with hydrodistention. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems. It was reported that patient underwent mesh removal on (B)(6) 2013 due to bladder out of proper position. It was reported that the patient underwent surgery on (B)(6) 2013 and (B)(6) 2013 for medtronic intra-stim placement by connecting wires to l3 spinal nerve to stimulate pelvic floor muscles to work for both bladder and bowel due to loss of normal sensation and control of bladder and bowels. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.